Event description:
It was reported that the device, which was implanted this january, had stored untreated episodes due to t-wave oversensing. The device sensing vector was then reprogrammed from the secondary vector to the alternate sensing vector. A few days later, the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The clinic rescreened the patient and there were no viable options with the screening locations. No programming changes were made. The doctor elected to remove the system. There were no additional adverse patient effects.